Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. Tech services provided guidance regarding non-adherence of the customer to IFU. The customer stated the guidance provided was helpful (see wo). A review of specimen handling parameters would be advisable for this tube type.

Event description:
Material no. 366668, batch no. (8324856, 9030715). It is reported that after use of the bd vacutainer® serum blood collection tubes the customer experienced fibrin and erroneous results. The following information was provided by the initial reporter: caller stated they are experiencing fibrin and erroneous results. No specific date. No specific quantity other than more than 14. Analyse result is low.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8324856. Medical device expiration date: 2020-03-31. Device manufacture date: 2018-11-20. Medical device lot #: 9030715. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-01-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 366668, batch no. (8324856, 9030715). It is reported that after use of the bd vacutainer® serum blood collection tubes the customer experienced fibrin and erroneous results. The following information was provided by the initial reporter: caller stated they are experiencing fibrin and erroneous results. No specific date. No specific quantity other than more than 14. Analyse result is low.